Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking/jolting sensation, and stated that the sensation around the neurostimulator device was different than in the past. Two weeks post-op impedances were fine, but when checked recently, impedances were >4000 ohms with all unipolars and bipolars except for 0/1<50 using 2-1+. The md tried to program around it. Add'l info was requested.